Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05198. It was reported that burr became stuck on wire. The target lesion was located in the severely calcified coronary artery. A rotawire¿ and 1.50mm rotalink¿ plus were used to advance and treat the lesion. During procedure, it was noted that the wire got stuck with the burr. The burr and rotawire were removed as a system and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received attached together as single unit. The advancer knob was received loosened in a midway position. The rotawire was received in the rotablator rotalink plus device. Microscopic inspection presented no damage or irregularities to the device. The rotawire was able to be removed from the device with no issues or resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05198. It was reported that burr became stuck on wire. The target lesion was located in the severely calcified coronary artery. A rotawire¿ and 1.50mm rotalink¿ plus were used to advance and treat the lesion. During procedure, it was noted that the wire got stuck with the burr. The burr and rotawire were removed as a system and the procedure was completed with another of the same device. No patient complications reported.